Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital complaining of shortness of breath. An echocardiogram found -a small area of blood- outside the heart. Cardiac perforation was suspected. The atrial lead was successfully repositioned on (B)(6) 2010.